Event description:
It was reported to technical services on 09/08/2011 that this rv lead is getting episodes of noise. Rv lead diagnostics unipolar paced bipolar sensed. Bipolar imped 110ohm unipolar 200 ohms. Noise does inhibit pacing. Sensing in bipolar the r-wave is 3mv. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).